Manufacturer narrative:
(B)(4). The returned package was confirmed to have a corner of the inner packaging seal caught between the outer package and the outer package seal. This device is used for treatment. A complaint history search found that this is the first complaint of this nature for the product part/lot number combination involved. The remainder of the lot was fully distributed with no additional reported observations of this nature. Per packaging specifications, the following operation is required: "as applicable, run inner and outer cavities and check lid stock alignment to the cavity. If incorrect, adjust or realign until proper alignment is achieved." Further training was held at the manufacturing site as corrective and preventive action. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that when the packaging was opened, the first tyvek lid of the package was glued to the second tyvek lid. A second device was used to complete the surgery.